Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Please note the customer reported on 2 sensors. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a valvira report which reported the following information: a nurse reported a patient "installed a new sensor on (B)(6) 2019, after which the sensor worked with the fingertip control measurements until (B)(6) 2019 without problems. The patient had a hypothesis, so he reduced the basal insulin to a fairly fair percentage of 9 units at a time. The next day, the sensor still seemed to have a fairly low level 4 (unclear measurement and value-mmo/l) to the surface. The customer obtained a 9 (unclear measurement and value-mmol/l) compared to the blood glucose level at 20.6 (unclear measurement and value). However, the patient has believed in the sensor, which following 3 days showed a line curve of blood glucose levels at the 4-8.1 level. He thought he was healed of his diabetes, so left out completely a basal 26.4 in the evening. On the night of 29-30.4, the patient started to vomit and therefore played in the diabetes center. The nurse had instructed to control blood glucose from the fingertip. The sensor still showed a fine curve; sensor of 6.6 (unclear measurement and value) compared to a blood glucose measurement of 27 .8(unclear measurement and value- mmo/l.) The patient was directed to the emergency medical station for the check of ketones, the ketones were 7.8 ((unclear measurement and value.) The patient received unspecified treated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Abbott diabetes care received a valvira report which reported the following information: a nurse reported a patient "installed a new sensor on (B)(6) 2019, after which the sensor worked with the fingertip control measurements until (B)(6) 2019 without problems. The patient had a hypothesis, so he reduced the basal insulin to a fairly fair percentage of 9 units at a time. The next day, the sensor still seemed to have a fairly low level 4 (unclear measurement and value-mmo/l) to the surface. The customer obtained a 9 (unclear measurement and value-mmol/l) compared to the blood glucose level at 20.6((unclear measurement and value). However, the patient has believed in the sensor, which following 3 days showed a line curve of blood glucose levels at the 4-8.1 level. He thought he was healed of his diabetes, so left out completely a basal 26.4 in the evening. On the night of 29-30.4, the patient started to vomit and therefore played in the diabetes center. The nurse had instructed to control blood glucose from the fingertip. The sensor still showed a fine curve; sensor of 6.6 ((unclear measurement and value) compared to a blood glucose measurement of 27 .8(unclear measurement and value- mmo/l.) The patient was directed to the emergency medical station for the check of ketones, the ketones were 7.8 ((unclear measurement and value.) The patient received unspecified treated. There was no report of death or permanent injury associated with this event.